Event description:
Per impact adverse event report, the patient complained of increasing sensitivity at pectoral site. The patient was hospitalized on (B)(6) 2010 and a pocket revision was successfully completed. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.